Event description:
Pt had left lumpectomy, left sentinel axillary lymph node with placement of mammosite elliptical 2-4 with 65 ml inflation. Pt heard a pop that night with resulting blue blush in the lumpectomy area. Balloon not palpable and unable to inflate. Mammosite replaced with 5-6 spherical with 75 ml inflation. This mammosite also popped resulting in need for replacement. Replaced with 5-6 spherical mammosite.